Event description:
It was reported that this pacemaker device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Technical services (ts) reviewed the data analysis and determined that this device was depleting prematurely and recommended to have it replaced. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This report contains additional information in section b1 adverse event/product problem, b2 outcomes attrib to adv event, b5 describe event or problem, d6b explant date, h1 type of reportable event, h2 if follow-up, what type and h6 impact codes.

Event description:
It was reported that this pacemaker device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Technical services (ts) reviewed the data analysis and determined that this device was depleting prematurely and recommended to have it replaced. This device remains in service. No adverse patient effects were reported. Additional information received indicated that this device was explanted. No additional patient adverse effects reported. This device is expected to be returned for analysis.